Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and mesh was implanted. Prior to use on the patient, a hole was found in the cellophane package. No holes were found in the outer carton. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The returned actual opened foil shows a multitude of wrinkles over the whole bottom of the pouch. Pinholes are observed in folds/kinks of the foil. The implant (and folder) was not present. The hole was seemingly caused by handling of the customer.